Event description:
It was reported patient underwent custom elbow arthroplasty (B)(6) 2012. A subsequent revision is allegedly needed due to loosening. To date, no revision has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "implants can loosen or migrate due to trauma or loss of fixation." The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown. PMA/510(k) number - n/a. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.